Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable pacemaker. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. The device was explanted and replaced. No adverse patient effects were reported.